Event description:
The stent was deployed into the biliary duct and migrated forward into the patient's bowel. There was no adverse effect reported.

Manufacturer narrative:
At the time of submission of this MDR, it was reported that the stent is still in the patient's bowel and did not pass yet as expected by the physician. There has been no adverse effects to the patient. The cause of the event is inconclusive. There was no defect of the delivery system found that could be attributed to the event. It is possible that the stent was undersized for the target biliary duct.